Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered two infusion set cannula kinked events on (B)(6) 2024 . Infusion set was in use for 6 - 8 hours. The blood glucose level was 200 mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1915180 - MDR 3003442380-2024-14887 - device 2 of 2.